Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion-normal.

Event description:
It was reported that there was telemetry difficulty, sensing difficulty, and that there was an electrical reset. The device was also at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.